Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007; 694965 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and later replaced. No further patient complications have been reported as a result of this event.